Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex - femoral component precoat size e left, catalog #: 00596001551, lot #: 62856808 nexgen lps-flex - articular surface with locking screw size ef 17 mm height, catalog #: 00596403217, lot #: 62187612 unknown nexgen tibial tray. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00030, 0001822565-2017-01774, 0001822565-2017-06403. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that less than one year following a knee arthroplasty, the patient underwent a revision of the articular surface and femoral component due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.